Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Distributor was advised to recollect patients that did not produce enough saliva to confirm results. There were no deviation codes that would have indicated saliva volume below acceptable limits on the sample accessioning record. This report does not necessarily suggest a false report. Recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patients indicates that they were not able to produce the total amount of saliva. All 3 members of the family tested, other 2 were negative and they were only one positive. This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.